Manufacturer narrative:
Occupation = cath lab operations manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a peripheral angiogram, the dilator included in a micropuncture transitionless stiffened cannula access set stretched upon removal of the device for exchange to a larger sheath. The complaint device was reportedly used for difficult access. Resistance was encountered upon removal of the dilator. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, during a peripheral angiogram, the dilator included in a micropuncture transitionless stiffened cannula access set stretched upon removal of the device for exchange to a larger sheath. The complaint device was reportedly used for difficult access. Resistance was encountered upon removal of the dilator. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, the instructions for use, manufacturing instructions, and quality control data. One used mpis device was received for investigation with the inner catheter and outer catheter assembled. Inspection found the outer catheter was severely elongated and split. No other issues were identified. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "precautions -this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. There was no evidence in the investigation results to suggest that manufacturing issues caused this failure. Based on the available information, it is most likely that this failure can be attributed to the patient's anatomy, as it was reported that the facility uses this device to access challenging patient anatomies. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.